Event description:
The manufacturer service technician noted that the device was found to be bent during testing at the manufacturer facility. There were no adverse consequences related to this event.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The manufacturer service technician noted that the device was found to be bent during testing at the manufacturer facility. There were no adverse consequences related to this event.